Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection, it was observed that the shaft of the pick was significantly bent, indicating that the device had been subjected to prying/leveraging forces. As such, this event is consistent with user-applied mechanical forces to the device during use.

Event description:
On 08/16/2022, it was reported by a sales representative via sems that a ar-8655-06 chondral pick broke, and a ar-8655-05 chondral pick was found to be bent. This occurred on 08/09/2022 during an unknown case when the ar-8655-06 broke and the ar-8655-05 was found to be bent. There was no patient effect reported. No additional information was provided. Additional information requested.